Event description:
The customer reported that the knife of the device jammed while in use during a laparotomy. The device was applied to tissue and could not be re-opened, so the surgeon used another instrument to pry the device off of the tissue. There was no harm to the pt.

Manufacturer narrative:
Covidien ref #: (B)(4). Date of initial report: (B)(6) 2013. The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.